Event description:
Caller reported an issue with the patient's pump, specifically mentioning damage to the usb/charging port and a weak battery. There was no adverse impact on the customer's blood glucose level. The customer decided not to pursue additional troubleshooting at the time.